Event description:
During a routine 3 month follow-up which occurred in 2005 with a pt implanted with a 23mm cardio seal device in 2006 it was determined by means of tte that the device was not inplace across the septum. A subsequent tte follow-up in 2005 confirmed the location of the device; it was resting in the abdominal aorta. The pt was transferred to the ot and prepped for a left femoral percutenous approach. A 6f sheath was placed in the left femoral artery, the device was snared from the mod abdominal aorta to the infernal abdominal aorta. A cut down was performed on the right common femoral artery where the device was removed without difficulties. It was reported the device was inspected and noted to have no defects the device is available and will be returned for analysis after it is released from pathology. The pt was monitored overnight and discharged in 2005. A follow-up date to implant a new device is tentatively schedule for 2006. Follow-up call from research coordinator in 2006 revealed the pt returned for follow-up, but the implantation of a new device was deffered to the following week no date given.